Manufacturer narrative:
Device evaluated by MFR.: synergy xd mr us 4.00 x 20mm stent delivery system was returned for analysis. An examination of the crimped stent identified stent damage. Stent struts in the distal region were lifted and pulled distally. The undamaged stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon was reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues. An examination (visual and via scope) found no issues with the tip. No other device issues were noted during analysis. B3 - date of event: used (B)(6) 2021, as the correct date was not provided.

Event description:
It was reported that stent damage occurred. A 4.00 x 20mm synergy xd drug-eluting stent was advanced; however, while trying to cross the lesion, the stent got stuck and the proximal struts were lifted. The device was removed and the procedure was completed with another of same device. No complications were reported and the patient status was stable.

Manufacturer narrative:
Date of event: used (B)(6) 2021, as the correct date was not provided.

Event description:
It was reported that stent damage occurred. A 4.00 x 20mm synergy xd drug-eluting stent was advanced; however, while trying to cross the lesion, the stent got stuck and the proximal struts were lifted. The device was removed and the procedure was completed with another of same device. No complications were reported and the patient status was stable.